Event description:
The reporter a dentist stated (pt #4) used the product to fill an extraction socket. A few days after the procedure, the pt developed signs of local infection such as pain and swelling. The pt also developed a late local abscess after extraction of tooth #30 when the product was used. She was treated with an incision and drainage. The healing is within normal.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.